Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: none. It was reported that the mini vision stent delivery system (sds) was implanted in 2007 with no complications. The patient returned to the hospital with chest discomfort and experienced a vfib arrest late in the evening. An EKG showed st segment elevations and the patient was put on a ventilator. Angiography was performed and revealed acute stent thrombosis; therefore, percutaneous intervention was performed throughout the course of the artery and flow was restored. Repeat angiograms revealed the artery to be widely patent with fairly adequate flow. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. It should be noted that thrombosis is a known adverse event associated with the use of a coronary stent. In this case a conclusive root cause for the thrombosis and other reported patient effects cannot be determined. However, it is likely that the angina, arrhythmia and st segment elevation were an effect of the thrombus.